Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the clear cuff was able to maintain pressure at 25mbar; however, the blue cuff could not stay inflated. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the blue cuff indicating a leak. The area of leakage was observed under magnification and a large cut mark was observed on the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% inflation and leak testing conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, or by the patient's teeth during a difficult intubation, although this could not be confirmed.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient". No patient involvement reported.